Event description:
It was reported that, "pt initially contacted stryker on (B)(6) 2011 via e-mail. Pt is experiencing clicking. Dr took x-rays, could not determine the source. Dr thought it was a scar tissue. Pt is concerned that his knee is part of a recall and wants an answer from stryker. Pt was told that stryker would need cat #'s and lot codes and would ask from him the medical records and x-rays."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.